Manufacturer narrative:
Citation: feistritzer hj, kurz t, vonthein r, et al. Effect of valve type and anesthesia strategy for tavr: 5-year results of the solve-tavi trial. J am coll cardiol. Published online october 21, 2024. Doi:10.1016/j.jacc.2024.09.007 earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the effect of valve type and anesthesia strategy in patients undergoing transcatheter aortic valve replacement (tavr). The study population consisted of 447 patients who underwent tavr with either a medtronic evolut r self-expanding valve (sev) or a non-medtronic sapien 3 balloon-expandable valve (bev). During five years of follow-up, the authors recorded a total of 97 deaths in the sev group and categorized the deaths under the ¿valve-related outcomes.¿ other valve-related outcomes that occurred in the sev group: stroke, moderate or severe paravalvular leak, and permanent pacemaker implantation. Kidney failure (acute kidney injury) was documented as an anesthesia-related outcome. No further information was provided pertaining to medtronic products.